Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2021 the patient had numerous low flow alarms and pum off alarms. A log file was sent in for review which found speed drops on that date between 0315 and 0730, there were no other speed drops or stops throughout the remainder of the log file. This could be linked to something passing through the pump or driveline issue. The patient had an x-ray performed on (B)(6) 2021. The images were unremarkable. The patient did not have any complaints. The plan of care was to follow the patient clinically. The patient was instructed to switch to battery power if there were any additional alarms and to report to the hospital. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6), identified a compromised driveline that could have contributed to the reported pump stops and low speed events. Evaluation of the submitted log file confirmed the reported pump-stops. The submitted log files contained overlapping data spanning from 25mar2021 07:07:59 through 24may2021 09:05:52. The log file captured intermittent low speed hazards including 16 pump stops on 30mar2021 and 14may2021 while the patient was supported by the power module. The pump stops were accompanied by low speed events as low as 0 rpm, and low flow hazards were captured during these events. An additional low speed event was captured on 17may2021. Power elevations were captured throughout the files, including one as high as 15.0 watts during the low speed events. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline, which was confirmed through the evaluation of the returned driveline. No other atypical events were captured. The submitted x-rays of the patient¿s internal and external portions of driveline were unremarkable. A distal-end driveline replacement was performed on (B)(6)2021 under work order #110917 and approximately 18¿ of the external portion/distal-end of the driveline was returned for evaluation. The patient was stable and connected to ungrounded cable. Electrical continuity testing of the returned driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. The silicone jacket was unremarkable, and the bionate layer was discolored dark red throughout. Fraying and minor breakdown in the metal braided shield was observed along the length of the driveline. Areas of more severe breakdown were observed approximately 0-2¿, 3.5¿, and 5.5¿ from the metal connector. Visual inspection of the wires confirmed a breach in the insulation of the black wire approximately 5.5¿ from the metal connector. The remaining segments of the driveline were then submerged in a saline solution for high potential testing to verify the integrity of each wire¿s insulation. This test did not reveal any additional areas of current leakage. If the exposed conductors of the black wire contacted the braided shield while operating on a tethered power source such as the power module or mobile power unit (mpu), the resulting short to ground could have resulted in the alarms and pump stops that were confirmed through the submitted log file. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 10mar2017. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU) is currently available. Section 7, titled ¿alarms and troubleshooting¿, addresses all system controller alarms (including driveline fault, low speed advisory, low flow hazard, and pump off alarms) and how to respond to such events. The hmii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.